Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) was inappropriately programmed for ventricular tachycardia (vt) and it should had been programmed for looking at atrial fibrillation (af). The signal appears small, leading to seeing noise that is also present. This mentioned noise was also being oversensed. Reprogramming was discussed but it deemed to be not necessary at this point. Repositioning was also not considered as an option. Some tachycardia events were also labeled as inappropriate. These events were observed to last several seconds during waking hours. It was mentioned that the patient has breast implants. The health care professional (hcp) asked if these could make a difference in sensing. Boston scientific technical services discussed only if they are between the icm and the heart. Also discussed optimal icm locations and the user manual was emailed to the caller. Programming options were discussed. At this point, the icm has been explanted and a new icm has been implanted. Several questions regarding how to proceed with the old phone and the old icm were reported. The old phone has been deactivated. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was inappropriately programmed for ventricular tachycardia (vt) and it should had been programmed for looking at atrial fibrillation (af). The signal appears small, leading to seeing noise that is also present. This mentioned noise was also being oversensed. Reprogramming was discussed but it deemed to be not necessary at this point. Repositioning was also not considered as an option. Some tachycardia events were also labeled as inappropriate. These events were observed to last several seconds during waking hours. It was mentioned that the patient has breast implants. The health care professional (hcp) asked if these could make a difference in sensing. Boston scientific technical services discussed only if they are between the icm and the heart. Also discussed optimal icm locations and the user manual was emailed to the caller. Programming options were discussed. At this point, the icm has been explanted and a new icm has been implanted. Several questions regarding how to proceed with the old phone and the old icm were reported. The old phone has been deactivated. No additional adverse patient effects were reported.